Event description:
A customer reported that the ats (apex pro telemetry system) intermittently shuts down, resulting in a loss of monitoring for telemetry patients for a period of time between 5 and 7 hours. No adverse events were reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issues when the investigation has been completed.